Manufacturer narrative:
Additional information b5: medtronic received information that during use of a bio-console 560 instrument, it was reported that the battery was not holding even though battery indicator showed full charge. There was no adverse patient effect associated with this event. Medtronic received additional information that the battery has been installed in the instrument since the 30th of november 2023. The lot number of the battery removed from the instrument was (B)(6). The battery failure occurred during patient transport; the device was replaced with a spare. There was no harm or injury to patient or operator. The hand crank was not utilized. Correction d4.5 (unique identifier (UDI) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: the reported issue of battery not holding even though battery indicator showed full charge was verified during service. Service technician found one of the two batteries voltage measured 11.5vdc.the issue was resolved by replacing the battery x 2. All charging indicators functioning as normal. Preventative maintenance was performed per specifications. The instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the battery was not holding even though battery indicator showed full charge. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.